Event description:
It was reported that patient presented for a routine device check with a high capture threshold and decreased r-wave sensing. Lead was explanted and replaced. Patient was well following the procedure.